Manufacturer narrative:
(B)(4).

Event description:
Patient's son contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that the patient's receiver screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.